Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is: cause not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during a therapeutic ureteroscopy/flexible ureteroscopy (urs/furs), a blue small piece of plastic from the laser fiber coating was left in the urethra after use. It was discovered during the operation and removed with forceps. There were no reports of patient harm.